Event description:
It was reported that the device battery was 2.65 volts and it was not lasting as long as expected. The device remains in use. It was later reported the device reached elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): we did receive performance data collected from the device and have analyzed the data. Battery voltage indicated pre/approaching eri (elective replacement indicator) and weekly trend in save to disk data file hows min bat equals 2.79 to 2.65 volts between (B)(6)-2011 and (B)(6)-2011, is before device eri less than equal to 2.62 volt.

Event description:
It was reported that the device battery was 2.65 volts and it was not lasting as long as expected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage indicated pre/approaching eri (elective replacement indicator) and weekly trend in save to disk data file hows min bat equals 2.79 to 2.65 volts between (B)(6)-2011 and (B)(6)-2011, is before device eri less than equal to 2.62 volt.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): we did receive performance data collected from the device and have analyzed the data. Battery voltage indicated pre/approaching eri (elective replacement indicator) and weekly trend in save to disk data file shows min bat equals 2.79 to 2.65 volts between (B)(6) 2011 and (B)(6) 2011, is before device eri less than equal to 2.62 volt. The device was returned and analyzed. Analysis revealed normal depletion that meets 80% of expected longevity.